Manufacturer narrative:
(B)(4) is submitting a single report on behalf of b. Braun (B)(4) (the manufacturer), and (B)(4) (the importer). (B)(4). The actual pump involved in the event was returned for evaluation. The pump has software version (B)(4). In a follow up with the facility, the reporter stated she did not know the exact date of the event. She was also unable to provide the rates and the volumes that the pump was set to infuse at. She did confirm that no adverse reactions were associated with this event. The pump was tested after the reported incident at their facility and the pump was working correctly. The volumetric accuracy was tested three times with results as follows: 1st test: 5 minutes 58 seconds or 101% of expected accuracy for vtbd of 25ml and rate of 250ml/hr; 2nd test: 5 minutes 57 seconds or 101% of expected accuracy for vtbd of 25ml and rate of 250ml/hr; 3rd test: 5 minutes 57 seconds or 101% of expected accuracy for vtbd of 25ml and rate of 250ml/hr. Also, the customer infusion of (B)(6) 2012 and 11:48:24 of 1000ml/hr and 12ml was duplicated and the results also checked within specification at 12.1 ml or 101% of expected volume. The pump performed within specifications. The pump's operational log was reviewed for the last day of operation, (B)(6) 2012. The facility did not report a date that the incident occurred on so the last day of infusion activity was reviewed. On (B)(6) 2012, at 5:32:35pm the pump was turned on. At 5:53:37pm the new therapy was set. At 5:33:49pm new vtbi (volume to be infused) and rate were set 60ml and 360ml/h respectively. At 5:33:57pm the infusion was started and at 5::43:57pm the infusion completed with 60ml infused or 100% of expected volume. The pump automatically went into kvo (keep vein open) mode once the infusion was completed at 5:43:57pm. The kvo mode was turned off at 5:52:57pm, 0.4ml infused or 100% of expected volume. At 5:52:27pm a new vtbi was set to 580ml and a new rate was set to 580ml/hr. At 5:52:34pm the pump was started. The pump ran until a pressure alarm came on at 6:11:24pm. The infusion was stopped with 181.81ml infused or 100% of expected volume. The pressure alarm was confirmed at 6:12:41 pm. At 6:12:44pm the infusion was restarted and the pump was stopped at 6:52:04pm with 380.22ml infused or 100% of expected volume. Then the pump went into standby at 6:52:11pm and was turned off at 6:52:36pm. At 7:29:58pm the pump was turned back on. At 7:30:01pm a new therapy was set. At 7:31:07pm a new rate was set to 500ml/h. The druglib name texas oncology was selected with the drug name hrcptn2. New vtbi was set to 280ml and the pump was started at 7:31:23pm. The pump ran until 7:36:48pm when a pressure alarm occurred and the infusion was stopped with 44.94ml infused or 100% of expected volume. The pressure alarm was confirmed at 7:38:07pm. At 7:38:09pm the infusion was restarted. A pressure alarm occurred at 7:48:10pm and the infusion was stopped with 83.25ml infused or 100% of expected volume. The pressure alarm was confirmed at 7:48:20pm. At 7:48:22pm the infusion was restarted. At 7:49:46pm a pressure alarm occurred and the infusion was stopped with 11:37ml infused. Infused volume cannot be accurately calculated, per the user manual volumetric accuracy of +/- 5% is only guaranteed for intervals of >2min. At a rate of 25.0ml/h). The pressure alarm was confirmed at 7:50:09pm. At 7:50:10pm the infusion was restarted and was stopped at 7:50:17pm with 1.01ml infused. Infused volume cannot be accurately calculated, per the user manual volumetric accuracy of +/- 5% is only guaranteed for intervals of greater than 2 min. At a rate of 25.0ml/h). At 7:52:12pm the infusion was restarted. At 8:08:56pm the infusion completed with 139.43ml infused or 100% of expected volume. The pump automatically went into kov mode at 8:08:56pm. At 8:09:44pm the kvo mode was stopped with 0.04ml infused. At 8:09:52pm purging began for 30 seconds. Then another purging right after that was started at 8:10:56pm, for another 30 seconds. At 8:11:39pm the new therapy was selected and a new rate was set to 250ml/h. The druglib name texas oncology was selected with drug name taxotere. Then at 8:12:06pm a new vtbi and rate was set to 280ml and 288ml/h. At 8:12:23pm the infusion was started. At 8:32:29pm a pressure occurred and the infusion was stopped with 93.6ml infused or 100% of expected volume. The pressure alarm was confirmed at 8:35:28pm. At 8:35:30pm the infusion was restarted. At 9:15:27pm the infusion completed with 186.4ml infused or 100% of expected volume. The pump automatically went into kvo mode when the infusion completed at 9:15:27pm. The kvo mode was off at 9:15:48pm with 0.01ml infused. At 9:15:56pm a new vtbi was set to 50ml. At 9:15:59pm the pump was started with the rate of 280ml/h. At 9:22:40pm the infusion was stopped with 31.19ml infused or 100% of expected volume. At 9:23:05pm a new therapy was selected. New rate and vtbi were set to 300ml/h and 220ml respectively. The druglib name texas oncology was selected with drug name carb150. The pump was started at 9:23:38pm. At 10:07:38pm the infusion completed with 220ml infused or 100% of expected volume. The pump automatically went into kvo mode with the infusion completed at 10:07:38pm. The kvo mode was turned off at 10:07:56pm with 0.01ml infused. At 10:08:00pm the pump was set to purge for 30 seconds. Then from 10:08:30pm t 11:10:43pm the pump stat idle. At 11:10:43pm a new therapy was set and a new rate was set to 100ml/h. The druglib name texas oncology was selected with drug name hycamtin. Then at 11:11:11pm new vtbi was set to 57ml and new rate was set to 114ml/h. The infusion was started at 11:11:22pm and was stopped at 11:37:44pm with 50:11ml infused, or 100% expected volume. At 11:38:12 pm a new vtbi was set to 20ml. At 11:38:19pm the pump was started with the same rate of 114ml/h. The pump was stopped at 11:38:24pm with 0.14ml infused, infused volume cannot be accurately calculated, per the user manual volumetric accuracy of +/- 5% is only guaranteed for intervals of greater or equal than 2 min. At a rate of 25.0ml/h). At 11:38:34 pm a new rate of 119.1ml/hr was set. At 11:38:37pm the pump was started. The infusion was stopped at 11:44:53pm with 12.45ml infused or 100% of expected volume. At 11:44:58pm the infusion restarted and stopped at 11:45:00pm with 0.70ml infused. Infused volume cannot be accurately calculated, per the user manual volumetric accuracy of +/- 5% is only guaranteed for intervals of greater than 2 min. At a rate of 25.0ml/h). At 11:45:08pm the pump was started with a new rate were of 300ml/h. The infusion was stopped at 11:45:17pm with 0.67ml infused, infused volume cannot be accurately calculated, per the user manual volumetric accuracy of +/- 5% is only guaranteed for intervals of greater than 2 min. At a rate of 25.0ml/h). At 11:45:27pm a new vtbi of 20ml was set. At 11:45:28pm the pump was started and stopped at 11:46:28pm with 4.98ml infused. Infused volume cannot be accurately calculated, per the user manual volumetric accuracy of +/- 5% is only guaranteed for intervals of greater than 2 min. At a rate of 25.0ml/h). At 11:46:33pm the pump was started at new rate was set of 500ml/h and stopped at 11:47:38 with 9.07ml infused. Infused volume cannot be accurately calculated, per the user manual volumetric accuracy of +/- 5% is only guaranteed for intervals of greater than 2 min. At a rate of 25.0ml/h). At 11:47:47pm a new rate of 1000ml/hr was set. At 11:47:49pm the pump was started. At 11:48:10pm the infusion completed with 5.94ml infused. Infused volume cannot be accurately calculated, per the user manual volumetric accuracy of +/- 5% is only guaranteed for intervals of greater than 2 min. At a rate of 25.0ml/h). The pump automatically went into kvo mode when the infusion completed at 11:48:10pm. The kvo mode was turned off at 11:48:17 with 0.0ml infused. At 11:48:22pm a new vtbi was set to 20ml. At 11:48:24pm the pump was on started and the infusion was stopped at 11:49:07pm with 12ml infused. Infused volume cannot be accurately completed, per the user manual volumetric accuracy of +/- 5% is only guaranteed for intervals of greater than 2 min. At a rate of 25.0ml/h). The pump then remained idle and was not used for the rest of the day. Based on the results of this investigation, the pump operated as intended. All available information has been forwarded to the device manufacturer. If additional pertinent information becomes available, a follow up report will be submitted.

Event description:
(B)(4).